Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pads gave low flow; as a result, therapy was interrupted and the pads were replaced with another set of pads.

Manufacturer narrative:
Received 1 set of 4 used arcticgel pads only. Visual inspection noted that the energy connector on the left chest pad and both thigh pads was deformed (damaged). The right chest pad showed no irregularities or obvious defects. A functional evaluation was performed via a flow rate test. The pads were connected to the arcticsun machine model 2000 for 10 minutes, see details below: left chest pad: cannot be connected to the arctic sun machine because the energy connector was damaged (deformed). Left thigh pad: cannot be connected to the arcticsun machine because the energy connector was damaged (deformed). Right chest pad : a total of 4.19 l/min m2 of flow rate was registered during the test. Right thigh pad: cannot be connected to the arcticsun machine because the energy connector was damaged (deformed). According to the test method the flow rate on the right chest pad was found to be within specifications as the flow rate must be above 2.4 l/min m2. The other pads could not be functionally tested due to the damage on the energy connector. The lot number is unknown therefore the device history record could not be reviewed. The complaint was confirmed with an unknown root cause. The instructions for use state the following: " once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.